Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was implanted in the patient. The patient had no prior history of atrial fibrillation (af). An episode of af had occurred 48 hrs after the surgery and reverting back to sinus rhythm after pharmacological cardioversion. However, the patient subsequently experienced further episodes and was discharged in atrial fibrillation and medication acenocoumarol was initiated. The patient required prolonged hospital stay.